Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on approximately (B)(6) 2017, the patient experienced a skin reaction. Pediatric dermatologist reported that a patient has a contact allergy from the sensor adhesive. Data from patch testing shows the patient is reacting to the adhesive from the sensor. Reporter indicated that the reaction is worse right under the sensor, which may be 2/2 occlusion or from adhesive used to connect the transmitter to the adhesive patch. No additional event or patient information is available.